Event description:
The complainant reported that the patient with heart failure was escalated from impella cp to impella 5.5 and ECMO was weaned. During impella 5.5 support the patient had a subarachnoid hemorrhage. It was further reported that care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Medical safety/clinical reviewed the event. It was initially reported a patient with heart failure was escalated from impella cp to impella 5.5 and ECMO was weaned. During impella 5.5 support the patient had a subarachnoid hemorrhage. Care was withdrawn and the patient expired. Additional information was received and noted the subarachnoid hemorrhage was an event that occurred prior to any impella implants. The patient presented with this neurological condition alongside the heart failure. Upon further review, no allegation or reportable device-related event was identified. This follow-up 2 report is being submitted to redact this previously reported event. No further updates will follow.

Manufacturer narrative:
Additional information was received and b5 was updated.

Event description:
Additional information was received. The subarachnoid hemorrhage was an event that occurred prior to any impella implants. The patient presented with this neurological condition alongside the heart failure.